Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. 1. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number (B)(4) ), and the meter was qualified and released by the quality control department and shipped to pdc on 11/18/2016. 2. The suspected strips (lot # d160422-1) was manufactured on 04/22/2016 and expired in april 2018. Ok biotech received no complaints from same manufacturing batch of strips. 3. We tested the retain strips of same patient batch with our in house meter and control solution. The control solution tests for level low were 67/65 mg/dl; for level high were 268/265 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass. We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 9:00 pm after the end user alleged that she received higher than normal blood glucose results from her prodigy diabetes meter. The end user performed a blood glucose test with a high result of 468 mg/dl. No significant symptoms were experienced so out of concern for the high reading the end user was taken to the ER. Laboratory test along with blood glucose were performed but the end user could not recall the results. After 2 hours in the ER the end user was discharged with a blood glucose reading of 171 mg/dl and instructed to follow-up with her pcp. No additional details were provided in regards to this medical event.